Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The wheel locks make a squealing noise and will not hold.